Event description:
When inserting the check key into the blood glucose monitoring device, the first three numbers on the test strip vial are "rubbed off." Reporter alleged upon further investigation, the lot number has "rubbed off" the test strip vial as well. A request was made for the return of the suspect product and replacement product was sent.